Event description:
On (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake." On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was a break in aseptic technique. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On the same day, a peritoneal analysis and culture were performed. The analysis was results were pending. The results of the culture were unknown. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1gm, loading dose, intraperitoneally (ip), tazid (1gm, daily, ip) and reflin (1gm, daily, ip). Pd therapy was ongoing, as well as remedial treatment with tazid and reflin. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic was unknown. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell 2. The hp stated one of the bags disconnected while she was sleeping. Product suveillance contacted the hp on (B)(6) 2010. The hp stated the spike separated from the supply bag on the table. The bag did not fall. The home patient ended therapy and started over with new supplies. Sample was discarded. No patient injury or medical intervention. No additional information available.